Manufacturer narrative:
The device was not available for evaluation. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that during surgery an anthem blunt tip screw had to be removed and replaced intra-operatively.